Event description:
It was reported that during a stapled prolapsectomy, the device delivered an incomplete staple line. A colonscopy of the rectum was performed and, considering the profuse bleeding, a pubic-umbilical laparotomy was also performed. Operating time was extended by three hours. The pt had to undergo a baguette colostomy during the surgical procedure. In addition, rectum repair surgery at a later date and at a different hospital. The pt is doing fine.